Event description:
Zoll customer support received an email from a (B)(4) distributor to report that a (B)(4) patient was receiving constant check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) been completed. The reported problem (check belt messages was confirmed). Upon investigation the electrode belt trunk cable connector was cracked and the white driven ground wire in the trunk cable insulation was open. The root cause for the damaged connector and open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.